Event description:
A patient in (B)(6) in the ICU with (B)(6) and sepsis on continuous renal replacement therapy had an estimated blood loss of 840 ml and received an inotrope, colloids, and crystalloids. Within few minutes after beginning treatment the patient complained of a wet sensation on his back and the nurse discovered blood leaking from one of the catheter connections. The blood from the extracorporeal circuit was not returned to the patient. The patient had an estimated blood loss of 570ml when the content of the extracorporeal circuit along with the loss from the leak. The patient's catheter was replaced and treatment restarted. Within a few minutes of beginning treatment, air was observed in the extracorporeal circuit and the nurse also noticed a crack in the luer lock connectors of both "lumens" on the catheter. Treatment was once again discontinued without returning the blood in the extracorporeal circuit to the patient resulting in an estimated blood loss of 270ml.

Manufacturer narrative:
The involved samples were contaminated with (B)(6) and bacteria and not returned for analysis. The investigation was done with three reference catheters from the retained samples and a multifiltrate cica cassette from manufacturer fresenius with same lot number. The technical investigation does not indicate any abnormality and/or any non conformance. Review of the device history shows there were no deviations in regard to product, material, packaging, manufacturing or in the quality control inspection process. The complaint database shows the only complaints with this catheter lot are from huddinge university hospital. Gambro does not regard the submittal of this report as an admission of causation or liability.